Manufacturer narrative:
The cause for the falsely elevated advia centaur xp digitoxin results when compared to a lower repeat test result from an alternate test method is unknown. The customer has stated that the assay calibrations and quality control results were within specifications. The discordant sample has been request for further investigation. No conclusion can be drawn.

Event description:
Falsely elevated advia centaur xp digitoxin results were obtained by the customer on a patient sample drawn and tested on different dates. The results have been questioned by the physician as the patient has not received further digitoxin treatment and the results are considered discordant when compared to a lower repeat test result from an alternate digitoxin test method. There was no known report of adverse health consequences due to the discordant digitoxin results.